Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 10mm x 2mm flextome® cutting balloon® was selected for use. During the procedure, it was noted that the balloon failed to cross the target lesion. When balloon was removed, it became snagged on the tip of the guide catheter and the shaft became separated. The whole system was removed by pulling out. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The device was received in two separate pieces for analysis consisting of the manifold with 75mm of hypotube and the balloon with the polymer extrusion, mid-shaft and 975mm of hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. This type of damage is consistent with excessive tensile force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. The balloon folds were observed to be relaxed which may have occurred when the balloon protector was removed. There was no evidence that the balloon had been subjected to positive pressure. No issues were identified with the balloon that may have contributed to the compliant incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 10mm x 2mm flextome® cutting balloon® was selected for use. During the procedure, it was noted that the balloon failed to cross the target lesion. When balloon was removed, it became snagged on the tip of the guide catheter and the shaft became separated. The whole system was removed by pulling out. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.